Event description:
A period review of programming history showed the patient's settings were changed by a faulted diagnostic test. On (B)(6) 2015, the patient was programmed to intended settings that was followed by a faulted system diagnostic. A final interrogation was not performed. On the next recorded visit on (B)(6) 2015, the interrogated settings were indicative of an incomplete system diagnostic. The device was programmed to intended settings in that visit. No additional pertinent information has been received to date.